Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a photo of a scissored clip, which confirmed the complainant¿s experience. Engineering observed that the jaws of the returned unit were slightly misaligned. It is unknown whether the misaligned jaws were use-related or a pre-existing device nonconformance. Based on the condition of the returned unit and photo provided, it is likely the reported event was caused by the slightly misaligned jaws. However, the root cause of the misaligned jaws could not be determined based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. "[Surgeon] stated that he fired the clip applier 2-3 times and each time the clip "crossed" over itself or "scissored". He decided to use an competitor device to finish the case. He said the duct was relatively large." Product available for return. Additional information received via email on 01sep2020 from health system specialist. The case was completed with no issues. It is unknown if the surgeon torqued the jaws or vessel or tubular structures. It is unknown if the jaws located completely around the vessel or structure to be ligated. The surgeon did not skeletonize the tissue with the jaws. The clips were retrieved from the patient. A photo has been provided of one of the clips. A photo has been provided of one of the clips. Patient status: no patient injury indicated, case completed with no issues. Intervention: surgeon used competitor device to complete the case.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. "[Surgeon] stated that he fired the clip applier 2-3 times and each time the clip "crossed" over itself or "scissored". He decided to use an competitor device to finish the case. He said the duct was relatively large." Product available for return. Additional information received via email on 01sep2020 from health system specialist. The case was completed with no issues. It is unknown if the surgeon torqued the jaws or vessel or tubular structures. It is unknown if the jaws located completely around the vessel or structure to be ligated. The surgeon did not skeletonize the tissue with the jaws. The clips were retrieved from the patient. A photo has been provided of one of the clips. A photo has been provided of one of the clips. Patient status: no patient injury indicated, case completed with no issues.